Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run and detect and treat testing) has been confirmed. Upon investigation the electrode belt ECG "a&b" cable was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.